Manufacturer narrative:
The intraocular lens associated with this report remains implanted and was not received for analysis. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. Will continue to monitor and trend. Remains implanted.

Event description:
A telephone call was received from a patient reporting he is experiencing halos and starbursts around lights. He reported his multifocal intraocular was implanted several months ago. His visual acuity is good. His lens remains implanted with no plans to explant.